Event description:
A report was received that a pt has been receiving shocks from his scs device. The pt reported that the device was turned off when he experienced the shocks. A physician took x-rays which showed the lead to not have migrated. The sales rep attempted to reprogram the pt, but the pt was experiencing rib stimulation every time the lead was touched. The pt is now scheduled for a revision surgery.